Event description:
It was reported that the lead was capped and replaced due to the "risk of lead fracture." No actual or apparent lead fracture was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.